Event description:
It was reported that during a lap cholecystectomy procedure, after applying the clip on the vessel, the jaws of device did not open and got stuck. The device had to be forced to open with the help of another instrument. The jaws of device got stuck after clip was applied. There was difficulty in removing the instrument from the ligated vessel. Unknown how case was completed. There were no adverse consequences for the patient. Received the following information on 6/14/2010: used maryland to open the jaws of ligamax (maryland is a type of grasper). There was no tissue damage.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Orange indicator did not show up device b batch # g9jh97 mfg date 2/26/2010; exp date 1/26/2015. Device fired through lockout the analysis results found that device (a) was received in good visual condition. The device was cycled, fed and formed the remaining clip within manufacturing specifications. The device locked out as intended, but the orange indicator did not show up; however, this finding is not related with the incident reported. The analysis results found that device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.